Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient underwent transurethral ureteroscopy with holmium laser lithotripsy and ureteral stent placement at (B)(6) hospital on (B)(6) 2025 and was subsequently discharged. However, on (B)(6) 2025, the patient experienced mild distending pain in the right flank accompanied by dysuria and hematuria. The cause may be due to the patient's own ureteral stricture, urinary tract infection, or significant irritation from the stent material. The patient returned to the hospital for follow-up, where symptomatic treatment including anti-inflammatory and analgesic measures was administered.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient underwent transurethral ureteroscopy with holmium laser lithotripsy and ureteral stent placement at beiliu city traditional chinese medicine hospital on (B)(6) 2025 and was subsequently discharged. However, on (B)(6) 2025, the patient experienced mild distending pain in the right flank accompanied by dysuria and hematuria. The patient returned to the hospital for follow-up, where symptomatic treatment including anti-inflammatory and analgesic measures was administered.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction- b, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient underwent transurethral ureteroscopy with holmium laser lithotripsy and ureteral stent placement at (B)(6) hospital on (B)(6) 2025 and was subsequently discharged. However, on (B)(6) 2025, the patient experienced mild distending pain in the right flank accompanied by dysuria and hematuria. The cause may be due to the patient's own ureteral stricture, urinary tract infection, or significant irritation from the stent material. The patient returned to the hospital for follow-up, where symptomatic treatment including anti-inflammatory and analgesic measures was administered.